Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not working properly. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was not working properly. During the phone call with the customer, the rse advised the customer to replace the touchscreen. The customer was provided with the part number for a replacement, and also provided with the current service manual. The investigation is ongoing.

Manufacturer narrative:
The customer reported that the issue was resolved.

Manufacturer narrative:
The customer reported that the touchscreen was replaced but did not specify if the issue was resolved. The investigation is ongoing.